Manufacturer narrative:
No product has been returned for evaluation as per hospital policy. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter the rod stopped distracting. Reportedly, metallosis was observed when the rod was removed. There was no patient injury reported.